Event description:
The customer reported the video connector lock of the subject device was loose. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the image would disappear. This report is being submitted for the malfunction found during evaluation of the device (image disappears). Additional details were requested regarding the reported event.

Manufacturer narrative:
During inspection and testing, the reported issue (loose video connector lock) was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to provide additional information received from the user facility, and to provide additional device evaluation details. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that since the video connector lock was loose, there was an unstable connection which resulted in the image disappearing. However, a definitive root cause could not be determined. In addition, during inspection and testing of the returned device, service found that the internal battery was drained and needed to be replaced. Per the legal manufacturer, this issue has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the user facility regarding the reported issue (video connector lock was loose). The reported issue was observed during inspection of the equipment.